Manufacturer narrative:
Initial reporter last name: (B)(6). Initial reporter address: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a white particulate matter was observed in a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag. This was observed during preparation at the compounding facility. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: lot manufacture date: april 02, 2022 - april 03, 2022. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was reviewed and a white particle was observed inside of the container filled with an unknown solution. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.